Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush heads and silver part inside the brush head have broken off in mouth - oral-b refills [device breakage]. Case narrative: consumer via phone stated that brush heads and silver part inside the brush head have broken off in his mouth. No injury was reported.

Manufacturer narrative:
27-nov-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush heads and silver part inside the brush head have broken off in mouth - oral-b refills [device breakage]. Product counterfeit - oral-b refills [product counterfeit] . Case narrative: consumer via phone stated that brush heads and silver part inside the brush head have broken off in his mouth. No injury was reported. Follow-up: 26-nov-2025 - suspect product was updated. No injury was reported. Follow-up: 27-nov-2025 - the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.